Event description:
This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from healthcare professional this case concerns a male patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency experienced adverse reaction, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once (dose, frequency, expiry date and indication: not provided) with batch lot number 7rsl021. On an unknown date, after an unknown latency, experienced adverse reaction. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment for follow up dated 22-dec-2017: this case concerns a male patient who received synvisc one injection from the recalled lot and experienced adverse reaction. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.

Event description:
This case was cross referenced with cases: (B)(4) (cluster) this spontaneous case from united states was received on 22-dec-2017 from healthcare professional. This case concerns an adult male patient who initiated treatment with synvisc one and after an unknown latency experienced adverse reaction, minimal discomfort, right knee swollen and right knee painful. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra articular synvisc one injection at a dose of 6 ml into both the knees for primary osteoarthritis (batch/ lot number: 7rsl021; expiry date: 31-may-2020) (frequency: unknown). On an unknown date, after an unknown latency, the patient experienced adverse reaction. On an unknown date, after unknown latency, the patient's right knee was painful , swollen and had minimal discomfort. The left knee was ok. As on (B)(6) 2017, the aspiration results from an outside facility reportedly were not consistent with infection. As on (B)(6) 2018 no effusion was done (patient was to start pt). Corrective treatment: not reported for all the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 31-jan-2018 from the healthcare professional. The additional events of right knee painful, right knee swollen and minimal discomfort were added with details. The suspect product start date, dose, expiry date and indication were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-jan-18. This case concerns a male patient who received synvisc one injection from the recalled lot and experienced right knee pain and swelling with injection site discomfort and adverse reaction. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.